Manufacturer narrative:
(B)(4). Batch # r59t03. Investigation summary: the analysis results that one psee45a device was returned with no visual non-conformances and without a cartridge reload present. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. The damaged to the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the during a laparoscopic appendectomy that the stapler would not articulate. Opened new stapler, procedure completed as planned. No patient consequence.